Manufacturer narrative:
(B)(4). Additional information: anti-backup and ratchet pawl. The analysis results found that the el5ml device was received partially cycled with the jaws closed; the cycle was completed and the jaws opened with no difficulties. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, four clips ejected due to an anti-backup failure and then ten conforming clips were fed and formed; finally, the instrument locked out. During the analysis, the jaws opened and closed as intended. In order to evaluate the condition of the internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when attempting to use the device, the jaws would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.